Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test and displacement test. Device was monitored for 24 hrs and no blank display anomalies noted. However, device received with corroded battery tube. Device received with scratched case, cracked battery tube threads, cracked keypad overlay, missing display window cover, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, end cap address label missing and serial number label missing. The p-cap does lock properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. The customer's blood glucose value was unknown. The device will be returned for analysis.